Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .114 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the damage may have been due to mishandling. Failure analysis investigation also found following damages, which were not reported: instrument's pitch cable was found to be frayed at the distal idler. There was no damage on the pulley or the clevis. There were scratches on the surface of the distal pulley. The distal end of the instrument's main tube had various scratch marks showing material removed and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Also, instrument's bottom bipolar pin was bent towards the top pin. The chassis feature that acts as a hard stop for the pins was not broken. No other damage was found. Failure analysis concluded that the bipolar pin damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci gynecology procedure, the tips of the fenestrated bipolar forceps instrument were misaligned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.